Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot. Additional info from the user facility report: (B)(4). Hemo split catheter internal jugular. Tunneled dialysis catheter. (B)(4). (B)(4).

Event description:
Pt with history of hypertension, diabetes, and end stage renal failure had a tunneled catheter inserted (B)(6) 2009 as a dialysis access. She presented for a dialysis treatment on (B)(6) 2010 at another facility and it was noted that the catheter was beginning to come apart at the hub at the junction and was leaking. Her av fistula is not yet mature. Pt presented to interventional radiology on (B)(6) 2010 for removal of cracked, leaking, tunneled catheter and insertion of a new one. Pre op diagnosis: crf on dialysis; broken tunneled dialysis catheter. Procedure: replacement of r tunneled dialysis catheter under local with IV conscious sedation.